Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: date of report, date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, event problem and evaluation codes, additional manufacturer narrative and/or corrected data. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
The event will be reported under MFR report number 0002648920 - 2018 - 00438. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.